Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets tubing detached events betweeen (B)(6) 2025 from connector. Infusion set was used for one day. Blood glucose level was over 600 mg/dl at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.